Event description:
It was reported that the patient alert tone sounded, and a lead fracture was noted on x-ray where the lead entered the subclavian vein. It was also reported that there was oversensing and high impedance. It was noted that the patient is a golfer, and heard the patient alert tone after golfing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data was collected from the device. Analysis of that data revealed that the lead integrity alert was triggered, and the ventricular pace impedance measurement had increased to 16382 ohms. Analysis also revealed noise, and an increased ventricular sensing integrity counter of 2998. A high value of this count can indicate a possible intermittency in the system.